Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the reservoir would not stay in the insulin pump. Customer's blood glucose level was unknown. The customer's spouse reported that they were changing the reservoir and the insulin pump broke. The insulin pump will not be returned for analysis.